Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv0341 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after setting the tunnel and pulling back the catheter, the catheter broke. No other information was provided. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter break is confirmed, use related. The sample returned was one hgstar 14.5 fr catheter with cuff. The catheter was returned in 2 pieces. The proximal section extends 62 mm distal of the bifurcation. The break surfaces of the two sections display a smeared surface and fusion of lumen walls consistent with being melted by a hot instrument. As the damage is consistent with coming in contact with a hot instrument, the complaint is confirmed, use related. A lot history review (lhr) of rebv0341 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after setting the tunnel and pulling back the catheter, the catheter broke. No other information was provided. There was no reported patient injury.